Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 300 mg/dl. The customer delivered a correction bolus and performed a cartridge change to address bg. Customer alleged that the pump was not functioning as intended. Although requested by tandem technical support, the customer declined to perform troubleshooting. The customer continued using the pump for insulin therapy.